Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. Upon further examination of the device interior, there are traces of previous moisture presences on electrical board particularly around the aa battery connector, and on the bottom of the motor end cap. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error 35 and also the display was frozen. The customer's blood glucose value was 81mg/dl. The customer was assisted with troubleshooting. It was noted that the customer was not able to check the history as the insulin pump was not responding. There was also a recurrence of the frozen display. The customer was unable to clear the pump errors, power loss alarm and program pump. The customer was advised to discontinue the use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.